Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), explanted: (B)(6). (B)(4).

Event description:
Additional information was received from a healthcare professional via a company representative on 23-sep-2015. The fentanyl concentration was 1200 mcg/ml with a dose of 160 mcg/day. The patient had been experiencing a loss of effect despite several dose increases to regain effect. Per this reporter, no dye was visible during the dye study. On (B)(6) 2015, the patient was taken to surgery and the patient's catheter was found to be partially blocked or broken and not delivering drug correctly. During the procedure, the catheter was flushed and examined and found to have resistance somewhere within the catheter. It was decided at that time to just explant the old catheter and replace it. The catheter was replaced. The issue was resolved. The patient status was reported as alive-no injury.

Event description:
Information received a manufacturer's representative indicated that it was not obvious why the catheter was blocked.

Manufacturer narrative:
Catheter analysis results revealed a kink in the catheter body and damage to the transition tube.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving fentanyl at an unknown dose and concentration. The indication for use was noted as spinal pain and chronic low back pain. On (B)(6) 2015 the rep reported that the patient had complained of a decrease in pain relief. The event date was reported to be (B)(6) 2015. A dye study was done and they were unable to locate the catheter tip. It was noted that a surgical intervention was planned to take place (B)(6) 2015. Further follow up was conducted to determine patient outcome and the cause of the event. If additional information is received a supplemental report will be sent.